Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable the customer received with the pump did not fit into the usb port. The customer confirmed that the pump was able to be charged with a different usb cable. There was no reported impact to the customer's blood glucose level.